Manufacturer narrative:
The customer¿s report of secondary back flowed into primary bag was confirmed. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. The check valve was inspected under magnification was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve resulted in check valve disc being pinch within housing. The root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue.

Event description:
It was reported that the secondary 0.9%nacl 1000ml infusion back-flowed into the primary 0.9% nacl 500ml infusion in the medical/surgical department. The customer later stated that there was no patient involvement as the secondary infusion was not infused due to the back-flow concern.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the secondary infusion backflowed into the primary infusion in the medical/surgical department. The customer later stated that there was no patient involvement as the secondary infusion was not infused due to the backflow concern.